Manufacturer narrative:
A review of the manufacturing documentation associated with all the lots contained within this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This report is for 23 units. The products were received for analyses, but the analyses has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The sterile packing of the micrusphere xl microcoils (ssr10062020/ c15614, ssr18102820/c14262, ssr10081620/c14652, ssr10071420/g10570, ssr10022520/g10565, ssr10030520/c10379, ssr10035720/c14456, sph10040020/c14272, ssr10040820/f69913, ssr10040820/c13813, ssr10051420/c14405, ssr10041020/c16274, ssr10022520/c10379, ssr10025320/c12969, ssr10030520/c15605, ssr10030520/c14456, ssr18143620/c13137, ssr10051020/c13540, ssr10041020/c14942, ssr10040820/c13813, ssr10061220/c13675, ssr18154020/c15891, & ssr10081620/g10570). Inner package were found opened. The units were found opened at distributor during inventory check. Additionally, the materials were received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the units are returned, the external boxes are checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity.

Manufacturer narrative:
Please note that not all the units involved in the event were included in the report, therefore, please note the following correction with the correct units involved: (B)(4). Please note that this medwatch report is for all the above mentioned devices.

Manufacturer narrative:
The sterile packing of the microsphere xl microcoils (ssr10062020/ c15614, ssr18102820/c14262, ssr10081620/c14652, ssr10071420/g10570, ssr10022520/g10565, ssr10030520/c10379, ssr10035720/c14456, sph10040020/c14272, ssr10040820/f69913, ssr10040820/c13813, ssr10051420/c14405, ssr10041020/c16274, ssr10022520/c10379, ssr10025320/c12969, ssr10030520/c15605, ssr10030520/c14456, ssr18143620/c13137, ssr10051020/c13540, ssr10041020/c14942, ssr10040820/c13813, ssr10061220/c13675, ssr18154020/c15891, & ssr10081620/g10570). Inner package were found opened. The units were found opened at distributor during inventory check. Additionally, the materials were received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the units are returned, the external boxes are checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity. The following damage was found: all pouches were found to have been opened. All the boxes had some or all of the following damages: compression caused by vertical stacking of the product, smudging of the printed labels, handwriting in place of the printed label for coil identification, ripped and torn edges, boxes flattened, mold and musty odor, moisture damage, foreign substances on the outside of the box, and other varying degrees of cosmetic damage, missing IFU¿s, hand writing on the labels, and illegible labels. The possible contributing factors to the breached sterile seals may include, but not be limited to; environmental, handling and packaging factors which may be related to the storage facility in (B)(4), however a further investigation by (B)(4) is required to determine the root cause. Evaluations into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors, but at the present time, no additional information is available for this file. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. Further information and any actions to be taken will be attached to this file if they are received.¿ a review of the manufacturing documentation associated with all the lots contained in this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment has been initiated to evaluate this issue.